Manufacturer narrative:
The product has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced after less than one (1) month in service due to an unknown product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Product met specification. At this time, it is unknown why this product was explanted after less than one month of implant.

Event description:
This supplemental report is being filed based on completion of device analysis.